Event description:
It was reported that the insulin pump alarmed compromised force sensor system during fill tubing. Customer stated the insulin pump spattered insulin and number did not appear on the screen. Customer's blood glucose was 120 mg/dl. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the self test. However, the insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The insulin pump was also received with minor scratches on the display window, a missing end cap sticker and a corroded battery tube.